Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal battery was missing. The internal battery was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue. During the evaluation, the blower, inlet air path assembly and removable air path foam were replaced due to degradation and the pollen filter was installed.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal battery was missing. The internal battery was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.